Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steadily rises from 680 to 1120 ohms between (B)(6) 2015, then drops to 752 ohms by (B)(6) 2016. Concomitant product: 4592-45 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited a steady rise in impedance and thresholds. Reprogramming was performed, which resulted in an impedance drop, but high threshold was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that years later the rv pacing impedance was high. The alert parameters were changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.